Event description:
It was reported that the rover filled the docking area with smoke when it was docked. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by a field service technician. The tech found burn marks on the ac power pcba and female portion of the pins. Due to the burn marks, there is indication of overheating somewhere in the wiring harness. The rover was put out of service and will be sent to the manufacture for further investigation. This record will be updated if the investigation results require.